Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "operator error". It was unknown whether the device had met specifications. Based on patient code 2645 the product was not used on the patient, but it was unknown whether the product had caused the reported failure. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported issue. Correction: e. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that when opened each of the trattner catheter, they were brittle and had holes in them. Stated they weren¿t outdate untill 31jan2023.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that when opened each of the trattner catheter, they were brittle and had holes in them. Stated they were not outdate until 31jan2023.